Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7078591/7080093.

Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patients device was giving patient diarrhea and making patient off balance. The patient underwent an explant procedure where all devices were removed. The explanted devices will not be return as it was disposed at the facility.